Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer re-imaged the station and set up the remote support specialist, synchronized data with the server, applied the lumidigm biometric identifier patch, and verified the functionality of the station through the hardware testing application and the station app. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on blue reboot screen after update. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.